Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device and a guidewire were returned. The guidewire was jammed in the subject device and could not be removed despite soaking and repeat attempts. Intravenous contrast agent had dried in the subject device, preventing removal of the guidewire and functional inflation/deflation testing. The subject device was cut in an attempt to inflate the balloon; however, the solidified contrast prevented inflation. No anomalies were noted to the balloon under examination. Review and analysis of available information failed to identify a definitive cause for the reported issue.

Event description:
It was reported that a leak was noted from the mid portion of the balloon section of the balloon catheter (subject device) during the procedure. It is unknown if this was the first inflation. The patient was not impacted by this and there were no reported clinical consequences to the patient.

Event description:
It was reported that a leak was noted from the mid portion of the balloon section of the balloon catheter (subject device) during the procedure. It is unknown if this was the first inflation. The patient was not impacted by this and there were no reported clinical consequences to the patient.